Event description:
Additional info received noted pt had pain and mild tyndall. Vitreous cultured: staphylococcus coag. Neg. Received general and topical antibiotics; intravitreous injection of antibiotic and surgical treatment. Recovered. Surgeon's comment probable inflammatory uveitis.

Event description:
Reporter noted three cases of endophthalmitis. Pt 1 of 3: four days post-op. No status given.